Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the two (2) transfer sets and a titanium adapter. There was a gap noted between the titanium adaptor and the patient adapter. When found, the physician replaced the titanium adaptor with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak testing, clear passage testing and clamp function testing was also performed with no issues noted. The reported issue was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.